Event description:
Ventilator keeps alarming: "back up battery on". Ventilator was replaced. There was no harm to patient.technical assessment by biomed: found both, external (extended) and standard back up batteries depleted. Batteries were charged and tested and they are functioning properly. All cables and cords were tested and were functioning appropriately. Ventilator returned to service.